Event description:
A healthcare professional reported that during a retinal surgery there was air found in the infusion line. The issue was resolved by replacing the infusion line with another. No patient harm was reported. No additional information is expected for this report.

Manufacturer narrative:
A sample was received and it awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).